Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m159709 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m159709 and test base part number 190-430 / lot m159709. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m159709 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Manufacturer narrative:
Reference MFR. Report: 1221359-2021-02039, 1221359-2021-02040, 1221359-2021-02041, 1221359-2021-02043, 1221359-2021-02044, 1221359-2021-02045, 1221359-2021-02046. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported eight (8) false positive results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses patient four (4) of eight (8). The customer reported a false positive results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was performed and generated a positive result. Pcr confirmation testing performed on (B)(6) 2021 ( sample type not provided ) generated a negative result. The customer stated the patient was symptomatic with ear pain, congestion/ runny nose x2 days. The customer reported the patient quarantine. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.